Event description:
Information from (B)(4) from clinical database. Treatment of an aneurysm. It was reported that the patient underwent pipeline embolization procedure and was found to have a mild stent stenosis during follow up angiography. No other complications were reported with the patient.

Manufacturer narrative:
The device will not be returned for evaluation it was implanted in the patient. (B)(4).